Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: iol was returned pressed down into well area of iol case base. Solution is dried on both surfaces of the optic and both haptics. The optic is scratched/marked - rejectable. We are unable to determine the root cause for the reported complaint " smudge on the lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. There are no other complaint in the lot. This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was noted to have a smudge. There was no harm to the patient and another lens was implanted instead.